Event description:
It was reported that prior to explanting the device due to elective replacement indicators, the patient's underlying rhythm was checked. After the program head was removed, there were ten seconds of asystole, and the patient was 'very uncomfortable'. The device was explanted, and no further patient complicatons have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion-normal